Manufacturer narrative:
The investigation reviewed the system's alarm trace and found abnormal sample aspiration alarms on (B)(6) 2022. The investigation reviewed the albumin precision results and confirmed the results were acceptable and the reaction curves did not show any deviation. The field service engineer found a crack in the rinse tubing and replaced the tubing. He performed adjustments for the rinse water volume. After service, precision and qc results were acceptable and no further issues were reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable albp albumin bcp, crep2 creatinine plus ver.2, and ca2 calcium gen.2 results for six patients tested on a cobas 8000 c 702 module. It was reported the qc results on (B)(6) 2022 were within the acceptable range. On (B)(6) 2022, sample identifier (B)(4) had an initial albumin result of 16 g/l. The patient's initial result was not reported outside the laboratory. The sample was repeated on a different c 702 module. The patient's repeat albumin result was 32 g/l. On (B)(6) 2022, sample identifier (B)(4) had an initial albumin result of 14 g/l. The patient's initial result was not reported outside the laboratory. The sample was repeated on a different c 702 module. The patient's repeat albumin result was 33 g/l. It was reported the sample probe and a reagent probe were replaced. The customer performed precision testing. On (B)(6) 2022, sample identifier (B)(4) had an initial albumin result of 34 g/l on a different c 702 module. The patient's repeat result on the alleged c 702 module was 24 g/l. The initial albumin result from the other c 702 module was reported outside the laboratory. On (B)(6) 2022, sample identifier (B)(4) had an initial albumin result of 30 g/l on a different c 702 module. The patient's repeat result on the alleged c 702 module was 16 g/l. The initial albumin result from the other c 702 module was reported outside the laboratory. On (B)(6) 2022, it was reported that a sample with an unknown sample identifier had an initial creatinine result of 5 umol/l on the alleged c 702 module. The initial result was not reported outside the laboratory. The patient's repeat creatinine result on an unknown analyzer was 94 umol/l. The field service engineer checked the gear pump pressure and performed an adjustment. He checked the sample probe adjustments and the outer wash flow. On (B)(6) 2022, sample identifier (B)(4) had an initial calcium result of 1.32 mmol/l on the alleged c 702 module. The patient's repeat result on a different c 702 module was 2.33 mmol/l. The calcium reagent lot number was 602778 with an expiration date requested but not provided. The creatinine reagent lot number was 639031 with an expiration date requested but not provided. The albumin reagent lot number was 585004 with an expiration date requested but not provided.